Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval found an intermittent operation of the keypad and confirmed the (ok), #0, #1, #4, #6, #7, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the "ok" key will occur following the selected key's function. This failure mode limits the ability to navigate care areas, drug selection, and delivery parameters selections. The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum infusion pump was "defective." Any pt injury or involvement is unk.